Event description:
The hcp reported the pt was experiencing no pain relief. A rotor study demonstrated a rotor stall. A dye study was done-the results were not reported. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.